Event description:
The physician was attempting to implant a resolute integrity drug eluting stent in a highly calcified vessel. The resolute became damaged during the procedure. No clinical sequelae reported. Another resolute used.

Manufacturer narrative:
Evaluation results: inherent risk of procedure -failure to deliver the stent and stent deformation are listed as inherent risks of coronary stenting procedures. Patient's condition affected effectiveness of device- highly calcified. No results available since no evaluation performed- device or procedural images not provided for review. Evaluation conclusion: inherent risk of procedure -failure to deliver the stent and stent deformation are listed as inherent risks of coronary stenting procedures. Device failure/lack of effectiveness related to patient condition-highly calcified. Unable to confirm complaint - device or procedural images not provided for review.